Event description:
The customer reported that during three cases where an attempt was made to deploy vasoseal vhd, the deployer did not feel resistance while advancing the tissue dilator. This resulted in the tissue dilator being inserted into the artery. In all cases the deployment was aborted and manual compression was used to achieve hemostasis. No patient complications were reported.